Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03726. It was reported the patient is not receiving stimulation due to not using her scs system. The patient is experiencing heating and discomfort at her scs ipg pocket site while charging her scs system and while using system stimulation. It was also reported the patient's scs ipg is superficial. Follow-up identified surgical intervention will be taken at a later date to resolve the issue. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.